Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information plastic filament detached from the sheath. No clinical consequences: the piece of plastic was recovered and another sheath was used.